Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Reportedly, the customer's blood glucose (bg) level was elevated, however, contact stated elevated bg's are likely due to the customer's menstrual cycle. Contact declined to provide any further information regarding elevated bg's. It was indicated that the customer will continue to use the pump for continued insulin therapy.